Manufacturer narrative:
Following conclusion of the investigation this event will be further updated.

Event description:
It was reported that the patient with this device sought medical care post an inappropriate shock. Data was sent for and reviewed by technical services (ts). Ts confirmed the impedances have been stable in the last months and were not showing any abnormality. The recommendation to mitigate the potential for additional inappropriate therapy was to reprogram the device to the secondary vector with a gain of x2 to omit any noise potentials and increase noise resolution. To date, this device remains implanted and in service with no additional adverse patient effects reported.